Event description:
Info received indicates the vacant bed has no trendelenburg function.

Manufacturer narrative:
The technician found the mounting block for the trend switch was cracked which moved the switch, causing the bed not to go into trendelenburg. The technician replaced the mounting block to repair the bed.